Event description:
A malfunction alarm was reported for a pump covered by warranty. There was no adverse impact to the customer¿s blood glucose level. The customer intended to use multiple daily injections as a backup therapy while tandem technical support arranged to replace the pump, provided instructions to put the pump into storage mode, and organized its return via pre-paid shipping within 10 days.